Event description:
A gore-tex cardiovascular patch was implanted 1990 in patient for ventricular septal defect closure during a tetrology of fallot repair. A severe right ventricular outflow tract obstruction and severe infundibular hypertrophy necessitated resurgery on 1/17/2006. It was found that the patch had become fibrotic and calcified and was lying loose in the right infundibular hypertrophy around the patch. The patch was explanted. Patient developed low-grade endocarditis after the ventricular septal defect repair, which was controlled with antibiotics, but may have induced fibrous reaction in the area causing progressive right ventricular outflow tract obstruction over may years. Physician feels this infection could have been related to the presence of a foreign material such as the gore-tex cardioveascular patch. Patient had an uneventful postoperative course and was discharged seven days following surgery.